Event description:
A consumer in the united states of america reported that a patient rolled over in bed and the tubing of an opt970 optiflow + tracheostomy direct connection broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer has stated that reported that a patient rolled over in bed and the tubing of an opt970 optiflow + tracheostomy direct connection broke. Conclusion: without the complaint device, we are unable to determine the cause of the reported damage to the subject opt970 optiflow + tracheostomy direct connection interface. However the damage observed was likely caused by the tubing being pulled when the patient rolled over in bed. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection interface show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.". "Do not crush or stretch tube, to prevent loss of therapy.". "Failure to use the set-up described above can compromise performance and affect patient safety.".

Event description:
A consumer reported that a patient rolled over in bed and the tubing of an opt970 optiflow + tracheostomy direct connection broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt970 optiflow + tracheostomy direct connection is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.